Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump errors which are critical pump error. Customer stated that the insulin pump had a crack. Customer stated that they were in water and the insulin pump had a crack. Customer stated that they performed the safety checks and found the error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.